Event description:
Reportedly the user was using an invacare walker with medline walker wheels. Medline wheels did not fit the walker, the holes for the push buttons are too small. The push buttons were not fully extended and the wheel came off, causing the user to fall. User reportedly sustained a minor toe fracture.